Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting the patient at the time of the reported event. The customer, a syncardia certified hospital, reported when inserting the battery into the patient's tertiary freedom driver, the driver did not start; there was a sound as though the driver was attempting to start but instead had a slow wheezing sound. The driver then exhibited a fault alarm. It did not pump at all.

Manufacturer narrative:
The customer-reported fault alarm was confirmed and reproduced during incoming testing. The customer-reported wheezing sound was not observed therefore it could not be confirmed. Additionally, the customer reported that the driver did not pump at all. It is possible that the customer did not wait long enough for the secondary motor to engage and they powered off the driver too quickly. The secondary motor engages after ~5 seconds if the primary motor experiences any difficulty engaging. The driver's alarm history was reviewed and revealed 0f and 2d fault codes which are recorded as soon as power is sent to the secondary motor. Investigation testing determined the root cause of the customer-reported issue to be a malfunction of a processor on the main printed circuit board (pcb). This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. Ce 5655 follow-up report 1.